Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the joystick will not turn on, he cleaned the board and everything works but now it will not turn off.